Event description:
Customer wanted a clarification after the site joint commission surveyor meeting on which cloth to use for scope reprocessing. The customer referenced high level disinfection stated ¿need clean, lint free cloth¿ of chapter 3 and within that chapter, the customer reference 3.7 ¿wipe and dry the endoscope with sterile, lint free cloth¿. There was no patient involvement, no patient infection associated on this event. No user injury reported.

Manufacturer narrative:
Tac (technical assistance center) support engineer, provided customer a copy of the manual, IFU (instruction for use) and clarification was made regarding the use of lint. Based on tac communication with the customer it was found out that the facility was not using a sterile cloth as stated to do so in the manual. The customer reviewed the manual while on the phone with tac and understood that a sterile lint free cloth should be used during high level disinfectant reprocessing of the scope. The issue was resolved, no further issue reported. Based on tac communication with the customer the phenomenon is attributed to use handling and training issue. This report will be supplemented accordingly following investigations.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the customer was not using a sterile cloth as stated to do so in the manual. As stated on the IFU (instruction for use) the user manual states: rinse the endoscope use appropriate rinse water as instructed in section 3.5, ¿rinse water¿. Fill a sterile, large basin with the rinse water as described in section 3.5, ¿rinse water¿. Completely immerse the endoscope in the rinse water. Wipe all external surfaces of the endoscope, using sterile lint-free cloths. Repeat step 1 through 3 above for the necessary number of times described in the disinfectant manufacturer¿s instructions. Remove the endoscope from the rinse water and place it in a sterile basin. Thoroughly dry the external surfaces of the endoscope by wiping with sterile lint-free cloths. Olympus will continue to monitor complaints for this device.